Event description:
A complaint was submitted regarding a g4bt oxygen unit that did not produce enough oxygen and became hot during use, causing the patient to be burned. Three attempts were made to reach out to the patient through both email and phone, but no response has been received to date.

Manufacturer narrative:
Attempts were made to reach susan pipkins through both email and phone, but no response has been received to date.